Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: potential claim received from kennedys regarding right pinnacle mom hip replacements. No confirmation of revision, or reason for revision, received. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2548864 lot code for instability. It is not known if the reports are similar as no event details or confirmation has been provided. It should be noted, this device is obsolete/discontinued and is exempt from DHR review per procedure. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Potential claim received from (B)(6) regarding right pinnacle mom hip replacements. No confirmation of revision, or reason for revision, received.